Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced syncopy due to noise on the atrial lead. The noise was reproducible with isometrics. P-wave sensing was intermittent. The lead was explanted and replaced on (B)(6) 2014.